Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. It was also reported that the customer experienced an elevated blood glucose (bg) level of 331 (mg/dl). Reportedly, the customer had programmed a bolus and ended up eating more food than originally requested. Customer then administered a correction bolus to treat their bg level. Reportedly, customer will revert to insulin injections for alternate insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.